Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, endoscopic pulmonary lobectomy thoracoscopic surgery, while closing of the lobar bronchi, the stapler was able to fire but jaws could not be closed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. It was observed that the anvil could not be closed completely on the initial clamping stroke. This was an indication that the loading unit anvil was deformed at the clamping feature. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, endoscopic pulmonary lobectomy thoracoscopic surgery, while closing of the lobar bronchi, the stapler was able to fire but jaws could not be closed. The reload was replaced with a new one to complete the case. There was no patient injury.